Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip. No damage was noted on the display glass.

Event description:
Customer's mother called to report the display on the insulin pump was scratched and unreadable. Blood glucose reading was 167 mg/dl. The mother stated the damage occurred from normal wear and tear. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.